Event description:
It was reported that during percutaneous transluminal coronary angioplasty (ptca), a pinhole balloon rupture occurred. The 90% stenosed lesion being treated was located in the calcified, moderately tortuous mid left anterior descending (lad). Plain old balloon angioplasty (poba) was performed with 2.5x15mm apex balloon. A non-bsc stent was implanted, but was not fully apposed. Ivus was performed. The 3.5x8mm quantum maverick balloon was used to post dilate. On the 1st inflation, the balloon was inflated to 12atms for 5 seconds and a pinhole rupture occurred. The procedure was completed with a different device. No patient complications were reported. Patient status reported as "good".

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).